Manufacturer narrative:
(B) (4)

Event description:
Procedure: tap -- transabdominal preperitoneal. According to the report: upon input of 20 cc air, the balloon broke. Nothing fell into the cavity. There was no tissue damage and the operating time was not extended. There was no impact to the pt reported. The surgeon used another device.